Event description:
Pentax medical received a report on (B)(6) 2015 stating "needle bent upon removal from channel." An email was sent to heath evans, territory manager, to confirm details surrounding the event. On (B)(6) 2015, confirmation from the territory manager was received stating that the event occurred during procedure and the patient had to be repositioned in order to see the needle because it was deploying to the side of the elevator. It was also confirmed that a boston scientific biopsy needle was used when this event occurred. An email was sent to the territory manager on (B)(4) 2015 to verify if the facility contacted boston scientific about the event. It was confirmed that boston scientific was not contacted by the facility. The procedure was able to be completed after they repositioned the patient. It was also confirmed on (B)(6) 2015 that the needle was discarded by the facility. The video gastroscope was returned to pentax medical on 05/04/2015 and is currently under evaluation.

Event description:
Additional information: the type of needle used by the facility was not able to be determined, however, pentax medical made the decision to order two types of boston scientific standard handle needles (19ga and 22ga, order # (B)(4) and (B)(4), respectively) through one of the key opinion leaders for testing. Both types ordered met the diameter and working length requirements for use with the ultrasound video gastroscope. Tests were performed. In accordance with the boston scientific IFU, with the 22ga and the 19ga. No derailment of the needle was experienced with either needle. There was a slight resistance experienced around the biopsy inlet area when introducing the 19ga needle most likely due to the rigidity of the needle. In addition, minor scratches were observed in the channel near the channel outlet. A device history review was performed confirming the ultrasound video gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Based on the information received from the initial reporter and the current findings by pentax medical, the root cause for this complaint cannot be determined at this time since performance testing showed no evidence of the alleged issue. It is reasonable to suggest user error as a possible cause of the issue the user experienced while performing the procedure. Since no repairs were required to be performed, as all functional tests passed during evaluation, the gastroscope was returned to the loaner inventory. Pentax medical completed this investigation on 08/18/2015 and since no further information has been received for this event, pentax medical considers this medwatch report closed.

Event description:
Additional information: e-mail communication received from MDR policy branch representative on (B)(6) 2015 confirmed each MDR report must contain the following information: (B)(4).